Manufacturer narrative:
The ventilator was investigated on site and the air gas module and o2 gas module were replaced and returned for investigation. The gas modules regulates the inspiratory air and oxygen gas flow to the patient. The reported deviation of o2-concentration was not reproduced during simulated use test of the returned gas modules in a ventilator. The gas modules were also tested in the manufacture production test system for gas modules and were was found oscillations in the o2 gas module. They were caused by a nozzle unit. No deviation was found in the air gas module. The nozzle unit should be replaced during the yearly maintenance or after 5000 hours of operation. According to received information, the nozzle unit was recently replaced some days before the event. If oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. The failure was confirmed in the received device logs. Why the nozzle unit caused the o2 gas module to oscillate could not be determined in this investigation.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that while the ventilator was connected to a patient, the o2 concentration was fluctuating and an alarm for high pressure was generated. There was no patient harm. (B)(4).